Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device discarded at facility.

Event description:
It was reported by the company representative that during a case, the screw broke in half. No delays nor adverse consequences were reported, and the surgery was completed successfully.

Manufacturer narrative:
Although the product is not available, an image of the broken screw has been provided in trackwise (fig. 1). Therefore the event could be confirmed. Moreover, in a follow-up email, the sales rep has also provided the catalog number of the affected screw (56-12903) and the used blade (62-12174) during the procedure. The screwdriver blade is intended to be used for 1.2/1.7 mm axs screws, hence the blade was appropriate to be used for the affected screw. The following are examples of possible root causes according to the related risk management file: insufficient/too high bone quality. Wrong/ missing information. Implant/instrument mix-up. Improper implant placement (e.g. Arch bar, screw...). Locking mechanism fixed too early or not properly fixed. Too much/ wrong forces between blade, screw and bone (e.g. Screw head deformation, screw breakage). Wrong/ missing information. Plate becomes loose during fixation - too much/ wrong compression/ torsional/ axial forces. Improper blade disengaging. Collision with other implant or instrument. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. The complaint is added to the complaint trend. If the device will be returned, the investigation will be re-evaluated.

Event description:
It was reported by the company representative that during a case, the screw broke in half. No delays nor adverse consequences were reported, and the surgery was completed successfully.